Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional informations were requested. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p and f us: disassembled. Implant disassembled during insertion. It was immediately removed during surgery, another implant of the same size was opened and implanted. Superior plate of mobi-c was still attached to peek implant holder with screw. Insert and inferior plate were disengaged. No patient harm. Delay 5 min. Additional information on 16/jul/2018 : disc space was slightly under distraction. No resistance encountered while inserting prosthesis. No rotational move during insertion. Investigation in progress.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, a mobi-c implant disassembled upon insertion. The implant was removed and another implant of the same size was used in its place. There was no reported patient harm or additional impact to surgery.